Event description:
The customer reported that the speaker sound level is lower than other telemetry devices. It is unclear if whether the device was being used on the highest sound level. The device was in use on a patient at the time of event. There was no adverse event reported.

Event description:
The customer reported that the speaker sound level is lower than other telemetry devices. It is unclear if whether the device was being used on the highest sound level. The device was in use on a patient at the time of event. There was no adverse event reported.